Event description:
Clinical report states patient was revised to address poly wear. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approximately eighteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Manufacturer narrative:
Update - (B)(4) 2013 - patient's medical records were received. No new information that would change the outcome of the investigation. Doi: (B)(6) 1997. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. However, due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear as it was described within the complaint. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.